Event description:
It was reported by the customer that before use, cs100 intra-aortic balloon pump (iabp) shut down while using battery. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) checked for damage, found that the battery is deteriorated. Test the operation of other parts. The machine can work normally. Offered a price to replace the battery later. On december 10, 2025, the batteries were replaced according to the purchase order: -battery, sealed lead acid, 12v, 2 batteries (d146-00-0039). Overall functionality was tested, and the machine was operating normally.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, check for damage, found that the battery is deteriorated. Test the operation of other parts. The machine can work normally. Offered a price to replace the battery later. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a